Event description:
Information was received that reported a patient had an incident of hypoglycaedmia. The patient was reportedly discovered in the moring by their spouse in a diabetic coma and was released later that same day. There was some question regarding the functionality fo the device and it was returned to the manufacturer for evaluation, to ensure that it is functioning correctly and did not contribute to the reporter incidence.